Event description:
Customer reported leaking set. It is believed that the location of the leak is from the area between the drip chamber and the upper fitment, above the pump. This was noted at the beginning of the infusion. No patient harm reported. Although requested, no further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of leaking set was not confirmed. No malfunction or failure was observed. The root cause of the reported experience was not identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.